Event description:
Medtronic received information that this bioprosthetic valve, implanted 2 years in the tricuspid position, was explanted due to stenosis.

Manufacturer narrative:
(B)(6): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient related condition. Analysis: upon receipt at medtronic's quality laboratory, small pieces of white host tissue were also received with the valve. All leaflets were stiff due to the adherence of host tissue on the inflow. A small section of lunula and free margin on the non-coronary and left cusps were slightly flexible. The right cusp hinged at the belly adjacent to the edge of the septal shelf due to the pattern the host tissue adhering to the leaflet. Glistening off-white pannus lined the tissue and base stitching extending to all inferior coaptive areas, covering the left and right cusps and partially covering the non-coronary cusp on the inflow, significantly reducing the inflow orifice area and restricting leaflet movement. Pannus on the inflow of the left and right cusps extended over the free margin onto the outflow. Pannus on the right and non-coronary cusps extended to the non-coronary commissure and superior coaptive area, restricting leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. The pieces of host tissue appear to have been attached to the left or right cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.